Event description:
It was reported that just following the procedure in which two (2) acculinks were implanted, the patient lost vision in the left eye. It is believed that the vision may be regained; however, it could take up to a year, if at all.